Manufacturer narrative:
The customer reported having issues with glu calibration and qc prior to the patient sample event. A bci field service engineer (fse) found a hanging bubble off the cartridge chemistry (cc) sample probe and replaced the cc sample t-valve. Fse replaced cc reagent mixer paddle. Qc was within established ranges after hardware was replaced. The root cause for this event appears to be hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low glucose (glum) result on one patient sample generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated on alternate unit and higher result was obtained. Patient treatment was not impacted as the sample was rerun and verified prior to reporting the result.